Event description:
Subsequent to the initial MDR, additional information was received on 08/12/2025. It was clarified that on (B)(6) 2025, the patient experienced a sensor failure and subsequently removed the sensor. Upon removal, the patient reported that the sensor wire had detached and remained embedded in the skin, causing localized discomfort. That same day, the patient visited a primary care clinic, where an x-ray confirmed the presence of the retained sensor wire under the skin. The attending physician attempted to extract the wire using tweezers and a magnet but was unsuccessful. The patient was advised to consult a surgeon for further intervention. No treatment was administered during this visit. On 07/31/2025, technical support contacted the patient and confirmed that a surgical appointment had been scheduled for (B)(6) 2025. Then on (B)(6) 2025, the patient underwent a surgical procedure at the sensor insertion site. The surgeon made an incision and was able to extract only the tip of the retained wire. The patient was prescribed oral pain medication (hydrocodone and acetaminophen; dosage unspecified) for pain management and was advised to return on (B)(6) 2025, for an ultrasound to assess for any remaining wire fragments. Follow-up calls from technical support on (B)(6) 2025 confirmed that the patient had undergone the surgical procedure as scheduled. At the time of the report, the patient was in good condition. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the abdomen, which is off label usage of the device, on (B)(6) 2025. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No serious or prolonged patient harm or medical intervention was reported.